Event description:
The complaint reported that during the primary procedure for removal of coccygeal meningocele on (B)(6) 2006, he used a large fat graft in the dural closure, and that fat was covering most of the dural surface. Duraseal was applied over the fat graft. Four days post-op, clear drainage was noted from the would site and the next day, the pt presented with a high temperature, increased photophobia, and worsening headache. Pt was brought back to the operating room for repair of csf that was obtained intraoperatively during repair of the csf leak was positive for gram-negative rods and enterococcus. Pt was started on antibiotics. The pt remained afebrile postoperatively. Six days later, the lumbar drain was removed without difficulty. A sample from the incision site showed no organisms and no growth. Pt remained afebrile and her headache symptoms improved. She was discharged with stable vital signs and a normal neurological exam.

Manufacturer narrative:
In further investigation of this event, the complainant questioned his use of the larger fat graft in closing the dura during the primary procedure. Duraseal sealant was applied over this fatty surface. The complaint reported that there was no causal relationship between the post-op csf leak and infection, and use of the duraseal sealant.